Event description:
It was reported a spinal cord bleed occurred while the physician was placing a lead. As such, the a drain was attached. Further information was requested from the physician but not received.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.